Event description:
Written report received from baxter states "off/tubing-connector" noted during pt use. There was no pt injury or medical intervention required as a result of reported condition. Ncc further states, "no one was exposed to the split medication. The name of the split medication was unk.